Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/23/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's guardian reported that the reaction started after the sensor was inserted. The reaction was described as a skin irritation that was red and itchy. On (B)(6) 2017, the patient's guardian took the patient to the pediatrician. The pediatrician prescribed a steroid ointment to treat the affected area. At the time of contact, the patient was getting better. No additional patient or event information is available.